Event description:
During the rewarming phase of ivtm therapy, the thermogard xp ivtm system (B)(6) was set to controlled rate mode (0.1°c/h) at 21:00 on (B)(6) 2026. The thermogard system did not perform as intended and didn't rewarm the patient, as the patient's temperature did not reach the target temperature set by the physician. A different thermogard xp ivtm console was used instead, and the issue was resolved. No patient injuries were reported.

Manufacturer narrative:
The thermogard console in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
Section d9 was corrected section h4 was updated. The reported complaint that the thermogard xp ivtm system (sn (B)(6) did not perform as intended and wouldn't rewarm was not confirmed in the system's log data files or during functional testing. No device malfunction was found, and the thermogard console functioned as intended. Review of the system's log data files showed no issues or error messages. The thermogard ivtm system passed functional tests and performed without any issues. Zoll is awaiting the customer's approval for the service fee.

Manufacturer narrative:
H6 code was updated. During follow-up review with the customer on the specific clinical conditions of the thermogard xp ivtm system (sn (B)(6) in the hospital, it was determined that a potential abnormality may have occurred with the temperature sensor of the bladder catheter that was used during the reported event, resulting in unstable (or intermittent) temperatures. The thermogard system passed all testing criteria and was returned to the customer.